Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was getting a picture on their charger saying to call a healthcare provider (hcp) with a code out of regulation (oor). The patient had the oor 3 times within the last 2 weeks prior to the report, starting (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the outcome of the event as resolved without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was a lack of therapeutic effect and lead high impedance. The device was interrogated and an out of regulation (oor) message was present. The patient was reprogrammed and the event was considered ongoing.